Event description:
The customer reported the touch screen will not work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos and reloaded software. System operates as intended. (B) (4).